Event description:
It was reported during the first post-operative programming the pt felt stimulation from her knees to toes but not in the left hip where needed. The pt will f/u her physician to evaluate the issue. F/u identified the pt's entire scs system was removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.